Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial#: unknown. Product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding patient with an implantable neurostimulator (ins). The caller reported that their sister had ¿similar issues¿ and had ¿broken leads or something like that.¿ no symptoms or complications were reported.